Event description:
This complaint is now reportable based on the returned device analysis completed on 12/02/2008. It was reported that during an unspecified endoscopic procedure that catheter advancement and stent deployment difficulties occurred. The target lesion was in the common bile duct. A jagwire guide wire had been advanced to the lesion. A biliary stent 8.5fr/5cm was advanced through the non-bsc scope. However, the physician encountered difficulties in advancing the stent delivery catheter through the scope as it was believed that the ro marker of the stent delivery catheter "got caught" in the scope channel. The physician was able to "manipulate" the scope and deploy the stent. There were no patient complications reported with the patient's current condition listed as "good". Returned product analysis revealed that the guide catheter was kinked.

Manufacturer narrative:
Device analysis: visual evaluation of the returned device found that the stent and suture were not returned for evaluation. The guide catheter had been partially retracted from the push catheter. The guide catheter was retracted completely from the push catheter without issue. The guide catheter was found to be kinked and the distal end had a suture impression in it indicating tension had been applied to the suture at some time during use. The push catheter was found to be bent and has one partial kink in its working length. The outer diameter of the radiopaque marker was measured and found to be smaller than the inner diameter of the working channel of the recommenced scope to be used for this size device. A review of the device history record was performed and revealed no related issues to this complaint. The most probable root cause of the reported complaint is determined to be operational context; that the device came in contact with part of the scope not allowing the device to be advanced fully.